Event description:
Ankle clamp was flashed prior to the total knee procedure. Item was flushed with cool saline twice and was on the back table for a period of time prior to use. Scrub tech did not detect heat when he touched the piece. However, at the conclusion of the case, blister was noted at the anterior ankle with redness medial and lateral to the blister. Silvadene cream and telfa were applied under the webril and ace wrap. Evaluation 5/5/97 by plastic surgion indicated a need to skin graft area to ensure optimal flexion of foot.